Event description:
It was reported that this device fails its self test. No patient involvement.

Manufacturer narrative:
The device has been received, but additional time is required to complete the investigation. A supplemental shall be submitted upon closure of the investigation.